Event description:
It was reported that episodes of non-sustained oversensing were observed via (B)(4). Review of the strips revealed possible myopotential oversensing. Programming changes were made and the issue was resolved.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.